Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided. Review of the available records identified the following: c/o right hip pain; attempted aspiration, failed, done by radiologist. Since aspiration attempt pain has gotten worse. C/o right hip pain, awaiting revision; increase pain since aspiration radiating down to right knee + fever, medicated for pain, ambulation with assistance revision: dx: subsided loose right mallory-head magnum metal-on-metal tha femoral component; femoral stem removed easily and was clearly loose and exchanged without complications. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) d10: cat: 139254 lot: 612300 m2a-magnum 42-50mm tpr insrt-3, cat: 157450 lot: 571690 m2a-magnum mod hd sz 50mm, g2: foreign ¿ canada , h6: suggested component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one year post-implantation, the patient underwent a right hip revision due to pain and loosening. It was noted during the revision that the stem was grossly loose and explanted with ease. The stem, head, and taper adapter were exchanged. Attempts have been made and no further information has been provided.